Event description:
It was also reported that they were able to aspirate about 0.2 during the dye study but "couldn't get free flow csf". The total catheter volume was reported to be 0.174. It was suspected that the patient may have been inadvertently bolused during the dye study because only a small amount of fluid could be aspirated prior to dye injection. It was reported "the dye went easily enough but we couldn't see a real myelogram", and it was also reported that "it just did not look like an actual myelogram spread". The reporter said that they did not "see dye spilling out around the pump" and asked if the dye could have gone inside the pump. The reporter said "we're thinking maybe there's a tip, there's a granuloma". The reporter said the patient was "just not getting the benefit that they were initially". The reporter said that "it had to be revised once and this is only a year-old pump". The reporter said there was no volume discrepancy; a volume of 14.6 was expected from the pump, and they got 16. The reporter said they were probably going to do another dye study with neurosurgery involved to see what they need to do about the device. When asked if the pump was alarming and if there was anything in the logs, the reporter said "everything looks like it's normal". At the time of report, the pump had a reservoir volume of 40 cc's, and the pump had been stopped. The reporter programmed a priming bolus following the dye study.

Event description:
It was reported that the patient experienced a return of symptoms of increased baseline pain. It was noted there were no alarms and no volume discrepancy. A dye study was performed. They did not see the dye as intended and were questioning an im. The drug in the pump was morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not have good pain control. The reservoir volume was not matching the expected volume at refills. The actual reservoir volume was greater. A dye study showed that the catheter was patent. A rotor study revealed that the rotors were slow. The pump was explanted (B)(6) 2013 and the patient recovered without sequel. The pump was delivering saline. Additional information has been requested, but was not available as of the date of this report.